Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had vns lead and generator replacement surgery performed due to a lead discontinuity and 10,000 ohms/no current delivered. No obvious lead breaks were observed during the surgery. The explanted lead and generator will not be returned per the hospital. Attempts for further information are in progress.